Event description:
During a follow-up, the device was interrogated and was unable to communicate via bluetooth telemetry. A firmware download was performed to resolve the event. The patient was in stable condition.